Event description:
As reported: "a radiolucent drill broke, and a spare drill was used to resolve the issue.the screw could not be inserted into the hole of the nail."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique states that: ¿after drilling both cortices with the calibrated 3.5×230mm drill (1806-3540s), the screw length may be read directly off of the calibrated drill at the end of the drill sleeve. ¿ [original statements]. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information, the radiolucent drill was used which broke during surgery but optech specified the appropriate drill to be used. Use of a radiolucent drill can be termed as off-label use. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a radiolucent drill broke, and a spare drill was used to resolve the issue. The screw could not be inserted into the hole of the nail."